Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for gluc2 glucose hk (gluc2) on a cobas c 111. The initial gluc2 result was 206 mg/dl. The sample was repeated twice with results of 76 mg/dl and 79 mg/dl. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The gluc2 reagent lot number and expiration date were not provided. The customer stated instrument maintenance was up to date. The customer is not having issues with any other assays.

Manufacturer narrative:
Based on the limited information provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer's pre-analytical conditions seem acceptable. Maintenance actions seem to be ok. The instrument's software was updated. Following the software update, the customer received discrepant results for an additional patient sample (patient 2) tested for gluc2. On (B)(6) 2018 patient 2 (male with date of birth (B)(6) initial gluc2 result was 359.7 mg/dl. The repeat result was 156.1 mg/dl. It is not known if the incorrect result for this patient was reported outside of the laboratory. There was no allegation that an adverse event occurred. The gluc2 reagent lot number was 281148 with an expiration date of 31-may-2019. Since the customer continued to have issues, the instrument was replaced.